Event description:
A customer contacted beckman coulter inc. (Bec) stating that the act diff 2 vacuum isolator chamber (vic) in the coulter act diff 2 hematology analyzer was full and the baths overflowed onto the counter. The customer was wearing gloves, lab coat and eyewear at time of the leak and did not come into contact with mucous membranes. No one sought medical attention and there was no death, injury or change to patient treatment attributed to this event. Patient results were not affected in association with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and observed that the waste pump was operating intermittently. The fse replaced the pump. The repairs were verified and the instrument was validated. The root cause for the bath overflow was the erratic operation of the waste pump. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).